Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer thought the occlusions were related to the cartridges. However, as the occlusions had occurred in the past, tandem technical support was unable to perform a system check to confirm the cause of the occlusions. Reportedly, the customer used novolog insulin in the cartridge for 4-5 days or until all of the insulin had been delivered.